Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced under delivery and high blood glucose level of 656 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated in hospital gave drip. Customer's blood glucose value was unknown at the time of the incident. Customer's current blood glucose value was 475 mg/dl and also stated that blood glucose running in 500 mg/dl over 600 mg/dl when he got there 656 mg/dl a couple hours ago over 500 mg/dl. The customer stated that he is in diabetic ketoacidosis sugar went up mid yesterday changed the set - 400 - 500 mg/dl continued to go up blood glucose went over 600 mg/dl they checked the settings. Troubleshooting was performed. The customer admitted to hospital on (B)(6). The blood glucose value when admitted to hospital was 656 mg/dl. The customer complained about diabetic ketoacidosis. The customer cause of hospitalization per healthcare professionals was unsure. Customer wearing the pump at time of hospitalization. Customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.